Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Therapy ended due to sepsis, endocarditis and multiple organ failure. Additional information noted that the patient expired.

Manufacturer narrative:
The investigation into the reported issue has been completed no product was returned for investigation. Sepsis: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Organ failure: the cause of the injury was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.